Event description:
It was reported that approximately 23 days following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to an unspecified cardiovascular event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 23 days following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to an unspecified cardiovascular event. Additional information was received that the cardiovascular event that occurred was coronary artery stenosis. Subsequently, percutaneous coronary intervention (pci) was performed as treatment. The patient has since been discharged. Per the physician, the valve did not cause or contribute to the event. Additional information was received that the coronary artery was obstructed, and the pci was a planned intervention. Per the physician, the valve did not dislodge and occlude the coronary ostia, and the delivery catheter system (dcs) did not dislodge plaque or calcium that occluded the coronary artery. The implant procedure did not contribute to the coronary obstruction.

Event description:
It was reported that approximately 23 days following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to an unspecified cardiovascular event. Additional information was received that the cardiovascular event that occurred was coronary artery stenosis. Subsequently, percutaneous coronary intervention (pci) was performed as treatment. The patient has since been discharged. Per the physician, the valve did not cause or contribute to the event.

Manufacturer narrative:
Updated data: b2. B5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.